Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient¿s stated the cgm was displaying 122mg/dl and based on the cgm reading, they dosed themselves with 8 units of insulin because they were going to eat. The patient stated not even a minute after dosing that they did not feel right and started to get shaky. They performed a finger stick and their blood glucose (bg) value was 72mg/dl. She indicated that after the insulin kicked in, it drove her bg value down to 37mg/dl. The patient laid down and her husband provided her with juice. At the time of contact, the patient was doing fine. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.